Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017 - against resistance.. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when the plunger was pushed in there was resistance and push back of the plunger. The needles were deployed with no suture during plunger removal for all four proglide. A posterior foot from each of the devices was found separated from the device after the procedure. The physician is unsure if any of the feet remained the anatomy; the feet were not found. The sutures of two new proglide devices were successfully pre-placed. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when the plunger was pushed in there was resistance and push back of the plunger. The needles were deployed with no suture during plunger removal for all four proglide. A posterior foot from each of the devices was found broken after the procedure; none of the feet were found. The sutures of two new proglide devices were successfully pre-placed. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported needle to cuff miss and difficulty deploying the plunger could not be replicated in a testing environment as they were related to procedure circumstance. The reported foot detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The reported difficulties and patient effect of foreign body in patient appear to be related to procedure circumstance due to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Correction: MFR site ¿ contact office name. Correction: device code 4012 removed.